Manufacturer narrative:
Evaluation summary: the suspect device was returned and evaluated. The patient's report of damage to the pump housing was verified. This damage did not result in the device's inability to operate properly. Delivery and accuracy tests were performed, the device was found to pass all delivery and accuracy tests. No operational or functional failure was detected and the product performance was within specification.

Event description:
Information was received that reported a patient was hospitalized on 05/07/2007. It was reported that the patient was diagnosed with diabetic ketoacidosis and upper respiratory infection, in addition to elevated blood pressure and renal problems. Upon admission, the patient was treated with IV insulin drip and antibiotics. The reporter, the patient's certified diabetes educator reported there was physical damage to the device housing with multiple cracks visible on the device. The device will be returned for evaluation.